Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3877-75 lot# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2019. Product type lead product ID 3877-75 lot# (B)(6) implanted: (B)(6) 2019. Explanted: (B)(6) 2019. Product type lead product ID 97792 lot# unknown, product type accessory product ID 97792 lot# unknown. Product type accessory h3 device evaluation: analysis of the first returned lead found no anomaly. Analysis of the second returned lead found the #7 conductor was broken 6.9 cm from the distal end. Both leads were returned with an anchor deployed on it. Analysis of both returned anchors found the anchors had migrated. H6: please note that method code 4114, result code 3221, and conclusion code 67 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-75, lot# 0214397411, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead, product ID: 3877-75, lot# 0213778587, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3877-75, serial/lot #: (B)(4), ubd: 06-nov-2021, UDI#: (B)(4); product ID: 3877-75, serial/lot #: (B)(4), ubd: 12-jul-2021, UDI#: (B)(4). Report source: country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance testing performed after the leads were implanted found that several electrodes on each lead had out of range impedances and ¿would not be functioning.¿ it was ¿thought that there was damaged to the leads during the procedure.¿ the leads were taken out and entered back into the lead placement needle, other devices were used to try to achieve a better position that could have contributed to the high impedance, and impedance testing was performed with both a wireless external neurostimulator (wens) and implantable neurostimulator (ins) in an effort to troubleshoot the issue. Ultimately, the leads that high impedances were removed and new leads were put in; the issue was resolved at the time of report. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.